Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a low anterior resection on the rectum from anal verge, the device was unable to fire, had incomplete staple line distally, a new staple line below the locked reload , they were not present in the surgery, but the surgeon said that the device fired half way. They heard a crack and the reload pushed away from the handle and they could see the rod sticking out of the end of the handle, the reload came off totally. They placed a new staple line below the previous staple line and they completed the procedure. The patient was alive with no injury. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one label for an device. Without the device being returned for evaluation the reported condition could not be confirmed.. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.